Manufacturer narrative:
The medical safety officer reviewed and determined the impella 5.5 device event is a serious injury. Cascading events starting with the impella cp and given the details there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome captured under manufacturer device report 1220648-2025-30482.

Event description:
The medical safety officer reviewed and determined the impella 5.5 device event is a serious injury. Cascading events starting with the impella cp and given the details there is not enough evidence to exclude the impella cp as an associated factor in the patient's outcome captured under manufacturer device report 1220648-2025-30482.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
It was reported that a patient implanted with an impella 5.5 suffered blood loss during graft anastomosis and was transfused two units of packed red blood cells. Additionally, the patient had substantial bleeding from a fasciotomy site on the calf requiring volume replacement and pressors. The patient remains on impella support.

Manufacturer narrative:
Access site bleeding: the root cause of access site bleeding was most likely use issue since non-abiomed product was used which is not recommended per the instructions for use. Vascular damage peripheral vessel: the root cause of vascular damage peripheral vessel cannot be determined since the product was not returned and insufficient clinical details were provided. Additional information received reporting the patient outcome of death. The following fields were updated: b2 death and date of death added. B5 patient outcome added. D6b explant date. H1 type of event updated. H6 health effect - impact code 1802 added.

Event description:
The decision was made to withdraw care and the patient expired. It is unknown if the use of the impella was related to patient death, thus there is not enough evidence to exclude impella as an associated factor in the patient's outcome.